Event description:
Pt had a non-functioning av graft used for dialysis. She had placement of a dual lumen hemodialysis catheter in the neck on an outpatient basis. After placement, there was good venous return. Pt then developed seizure activity, became hypotensive, and was taken to ICU. X-ray confirmed that the introducing catheter had migrated into the left pleural space and there was pleural effusion and hemothorx secondary to injury to the subclavian vein along the line of the catheter. A left thoracostomy tube was introduced to drain and seal bleeding, but the pt coded and could not be resuscitated. There is no indication of a product problem or user error.